Manufacturer narrative:
The reported event was unconfirmed. An eggshell white temperature sensing latex catheter with a molex connector was returned still connected to a meter bag. As the bag was taken out of the bag, the blue stem came off of the sample connector. The catheter tip was placed in the outlet tub of the in house leg bag. Water flowed through the catheter and out of the broken sample port connector. The tamper evident seal was pulled back to check for leaks from the catheter and none were found. The reported event was unconfirmed; therefore, the device history record was not be reviewed. The instructions for use were found adequate and state the following: ¿to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, reseat the syringe gently. Use only gentle aspiration to encourage deflation if needed.¿

Event description:
It was reported that after the patient was turned and cleaned, the registered nurses found the bed soaking wet with urine and no more urine draining in the foley bag. There were attempts to resolve the issue that included deflating and reinflating balloon without success to drain the foley in bag. The foley was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that after the patient was turned and cleaned, the rns found the bed soaking wet with urine and no more urine draining in the foley bag. There were attempts to resolve the issue that included deflating and reinflating balloon without success to drain the foley in bag. The foley was replaced.